Event description:
It was reported that a physician not trained in the use of the perclose proglide device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, when the plunger was completely pushed down, it felt as if it was not correctly engaged. Upon removal of the plunger, the suture was not attached. The device was removed from the anatomy and the suture was found to have had passed through the artery, but the knot was incomplete. An unsuccessful attempt was made to achieve hemostasis by manually tying a slipknot. A cut down was performed to close the artery. No adverse pt sequela was reported. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.